Manufacturer narrative:
(B)(4). Device analysis: the analysis results confirmed that the lx107 device was returned non functional as the jaws were misaligned; therefore, the clips could not be loaded into the jaws. No conclusion could be reached as to what may have caused the found condition of the jaws. Please note that as stated in the IFU: "all surgical instruments are subject to a degree of wear and tear as a result of normal use. A regular and precise visual check of the instrument should be made before each use." The batch history records were reviewed and tested by external manufacturing that the manufacturing criteria was met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that in the surgery that a patient intervened because some clips were released. The clips did not occlude correctly. Procedure: coronary procedure.